Manufacturer narrative:
The synergy ii us mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Distal stent struts were pushed back proximally by 14mm along the balloon and bunched in the mid-section of the stent. The 7 most proximal stent struts appeared undamaged. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall exposed by the stent bunching, indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent was caught on the guidezilla guide extension catheter and became mangled. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent was caught on the guidezilla guide extension catheter and became mangled. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.